Event description:
The customer is complaining that all of its alarms are off with the exception of the hr alarm in the 1281 monitor which are turning off by themselves. Facility could not be specific about which alarms turned off. It was reported too that a pt expired when the alarms were turned off. There are no event log available.